Event description:
It was reported that during a stereoelectroencephalography (seeg) procedure using a stereotactic head frame, two posterior fixation pins did not engage the skull bone, resulting in postoperative trajectory inaccuracies. During intra-operative setup, the head frame was applied and each of the four pins was tightened with a torque-limiting wrench until an audible click indicated the set torque was reached. The patient¿s head was large and the posterior scalp had substantial musculature, and the head fit tightly within the frame. A postoperative scan imported into the plan revealed multiple entry and target inaccuracies across most of the planned trajectories (21 electrodes). Subsequent inspection identified that the two posterior pins had seated in soft tissue rather than bone, allowing subtle head movement in the frame that was not visually apparent during the procedure. There were no consequences or impact to the patient, and there was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.